Event description:
It was reported that this right ventricular (rv) lead showed low, out of range shock impedances during a generator change. A commanded shock was delivered, and the impedances were low, within normal limits. The lead vector was reprogrammed, and the rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.